Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the equipment was irritating her skin. The patient reported a history of sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient's cardiologist advised the patient can remove the device to allow the irritation to heal. The irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the equipment was irritating her skin. The patient reported a history of sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient's cardiologist advised the patient can remove the device to allow the irritation to heal. The irritation improved. Supplemental report 8/31/2021: submitting report to correct section g4.